Event description:
It was reported that there was loss of capture on the left ventricular (lv) lead, resulting in patient symptoms due to loss of biventricular therapy. Reprogramming was performed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.